Event description:
It was reported that the patient had an artificial urinary sphincter (aus) pump revised and replaced due to patient dissatisfaction. Further information was requested and not yet received.

Manufacturer narrative:
This is a duplicate event for this report number: 2183959-2018-60362

Event description:
It was reported that the patient experienced patient dissatisfaction about the pump was too high with an artificial urinary sphincter (aus). The aus pump was explanted and a new aus pump was implanted. It was further reported that this event was a duplicate to report number: 2183959-2018-60362

Manufacturer narrative:
Patient dissatisfaction about the pump was too high.

Event description:
It was reported that the patient experienced patient dissatisfaction about the pump was too high with an artificial urinary sphincter (aus). The aus pump was explanted and a new aus pump was implanted.